Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to specification valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible but we assume based on the information available the root cause of this failure is not product related. Rational: without further knowledge about the circumstances we assume subluxations, or so-called post jumps, would have created here. These could have been caused by an accident or external forces. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not return.

Event description:
Country of complaint: USA. Patient #2: this patient has had multiple knee revisions due to tibia insert dislocating from femur. Components in use listed as concomitant devices are: nr112m / columbus rev f mc glid.surf.t1/1+ 14mm, nr014z / as columbus rev f femur cemented f4r, nr171z / as tibia offset stem d11x92 cementless.